Event description:
It was reported that during a laparoscopic chole, the staples did not grasp on the tissue, which caused minimal bleeding. The situation was rectified with endoloops on the stumps. There was no patient consequence.